Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for over 100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. Pre-cleaning involved aspiration of water through the instrument and suction channel. The air/water channel and auxiliary channel were flushed. Detergent was used during pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, balloon channel and distal end. During manual cleaning, the brush used was neobrush asept imed and the detergent used was gillouin. The scope was not manually disinfected. An automatic endoscope reprocessor (aer) was used, but the manufacturer was unknown. Paa was used as the disinfectant. The endoscope was stored using a plasma typhoon. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing (please reference b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. MFR report # 9610595 - 2023 - 07136. Patient identifier: (B)(6). Additional information based on the legal manufacturer's investigation: the device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the evaluation revealed: light guide cover lens was cracked; plastic distal end cover (c-cover)was chipped; air/water cylinder was scratched; suction cylinder was scratched; universal cord had a wrinkle; and the suction channel connector was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.